Manufacturer narrative:
Device evaluation: one level 1 hotline low flow systems - hl-390 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. The investigation started with a visual inspection and functional testing was performed by filling tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem could not be confirmed. According to the investigation no problem was found during investigation.

Event description:
It was reported that a smiths medical level 1 fluid warmer had a plunger sensor failed. No adverse patient effects were reported.